Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient called and stated that they had some serious issues with their device. Due to long waiting period on connecting the patient to neuro pats, the patient agreed to be connected directly provided with the department's phone number. Additional information received from the patient stated they still have to get up and go to the bathroom every 45 min to an hour every night for close to a month. Reviewed option to increase amplitude or change programs. Patient increased amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient said they had a bad fall around the time they moved states, and they suspect there maybe be something wrong with their lead because that is when their problems started. Patient is looking for a new managing physician since moving.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128, lot# serial#(B)(6), implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of something being wrong with the lead was not determined. They stated that the implant was working fine. When asked about the steps taken to resolve the issue they stated that they just needed to be set up from 8 to 9. The issue had been resolved. When asked about the fall's effect on the implant they stated they fell on their left hip so it did not effect the implant, just their hip. When asked about the "serious issues with their device" they stated that after the fall they just needed to be turned up, all was now good.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot/serial#(B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.